Manufacturer narrative:
Block a2: patient age is approximated based on the median age being 63. Block b3: the exact date of the event is unknown. Approximated based on the month and year the first procedures were performed. Blocks d4 and h4: the complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. Block e1: initial reporter address: (B)(6). Block g2 literature source: runge, et al. "Endoscopic ultrasound-directed transgastric ercp (edge): a retrospective multicenter study." Endoscopy (2021); doi https://doi.org/10.1055/a-1254-3942 block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf patient code e1021 captures the reportable event of pacreatitis. Imdrf patient code e1109 captures the reportable event of cholangitis. Imdrf patient code e2314 captures the reportable event of fistula. Imdrf patient code e2114 captures the reportable event of perforation imdrf patient code e0506 captures the reportable event of major hemorrhage. Imdrf patient code e2401 captures the reportable event of capnoperitoneum. Imdrf impact code f2202 captures the reportable event of 5 perforations were managed with endoscopic closure. Imdrf impact code f19 captures the reportable event of one patient required surgery to treat perforation. Imdrf impact code f1901 captures the reportable event of 2 patients required laparoscopic decompression and one patient required percutaneous needle decompression. Imdrf impact code f2301 captures the reportable event of 5 perforations were managed with conservative measures including nasogastric tube placement. Imdrf impact code f2302 captures the reportable event of procedure-related bleeding required transfusion in two patients. Imdrf impact code f2303 captures the reportable event of 5 perforations were managed with conservative measures including intravenous antibiotics.

Event description:
Boston scientific became aware of events involving an axios stent and electrocautery enhanced delivery system through the article, "endoscopic ultrasound-directed transgastric ercp (edge): a retrospective multicenter study," by thomas runge, et al. Per the article, a retrospective review was done on patients who underwent edge (endoscopic ultrasound directed transgastric ercp) procedure with lumen apposing metal stents (lams) between (B)(6) 2015 and (B)(6) 2019. A total of 178 patients (79% female) with a median age of 58 years old (range 29-80) underwent lams placement. Technical success was achieved in 175 out of 178 patients. According to the study, 3 out of 178 patients had failed eus-lams placement. In the first patient, during the procedure, the lams misdeployed distally. The gastric perforation was explored and the lams was noted to have entered the excluded stomach. A fully covered esophageal stent was placed across the tract, however, the patient required surgical intervention. In the second patient, the distal flange of the lams was inadvertently drawn back into the gastric pouch. The patient had an esophageal stent placed across the transgastric tract and the procedure was not completed. In the third patient, the distal flange of the lams was also inadvertently drawn back into the gastric pouch. The lams was removed, and the pouch perforation was closed with an ots clip. According to the article, stent removal was performed in 153 out of 178 patients. Endoscopically complete closure of the fistula was performed with endoscopic suturing. Post stent placement, a total of 28 adverse events was noted. Perforation occurred in 6 patients. Five of these perforations were managed with endoscopic closure including nasogastric tube placement, bowel rest, and intravenous antibiotics. Symptomatic capnoperitoneum occurred in 3 patients, two of these patients required laparoscopic decompression, and one of these patients required percutaneous needle decompression. Lams misdeployment occurred in 9 patients. All patients were managed with placement of a bridging esophageal stent or a second lams, and the procedure was completed. Other adverse events included were procedure-related bleeding which required transfusion in 2 patients. 2 patients experienced delayed migration, 3 patients experienced post-ercp pancreatitis, and 1 patient experienced cholangitis due to ercp. A total of 90 patients who underwent lams removal were tested for persistent fistula after lams placement. 8 weeks post lams removal, 9 of these patients were found to have a persistent fistula. One patient underwent surgery for severe pancreatitis, and five patients underwent endoscopic therapy for persistent fistula. Further good faith effort attempts were made to confirm the location of the devices, but response was not received.

Manufacturer narrative:
Block a2: patient age is approximated based on the median age being 63. Block b3: the exact date of the event is unknown. Approximated based on the month and year the first procedures were performed. Blocks d4 and h4: the complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. Block e1: initial reporter address: (B)(6). Block g2 literature source: runge, et al. "Endoscopic ultrasound-directed transgastric ercp (edge): a retrospective multicenter study." Endoscopy (2021); doi https://doi.org/10.1055/a-1254-3942. Block h6: imdrf device code a010402 captures the reportable event of stent migration. Imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf patient code e2314 captures the reportable event of fistula. Imdrf patient code e2114 captures the reportable event of perforation imdrf patient code e0506 captures the reportable event of major hemorrhage. Imdrf patient code e2401 captures the reportable event of capnoperitoneum. Imdrf impact code f2202 captures the reportable event of 5 perforations were managed with endoscopic closure. Imdrf impact code f19 captures the reportable event of one patient required surgery to treat perforation. Imdrf impact code f1901 captures the reportable event of 2 patients required laparoscopic decompression and one patient required percutaneous needle decompression. Imdrf impact code f2301 captures the reportable event of 5 perforations were managed with conservative measures including nasogastric tube placement. Imdrf impact code f2302 captures the reportable event of procedure-related bleeding required transfusion in two patients. Imdrf impact code f2303 captures the reportable event of 5 perforations were managed with conservative measures including intravenous antibiotics. Block h11: correction to the initial MDR in blocks b5 and h6.

Event description:
Boston scientific became aware of events involving an axios stent and electrocautery enhanced delivery system through the article, "endoscopic ultrasound-directed transgastric ercp (edge): a retrospective multicenter study," by thomas runge, et al. Per the article, a retrospective review was done on patients who underwent edge (endoscopic ultrasound directed transgastric ercp) procedure with lumen apposing metal stents (lams) between february 2015 and march 2019. A total of 178 patients (79% female) with a median age of 58 years old (range 29-80) underwent lams placement. Technical success was achieved in 175 out of 178 patients. According to the study, 3 out of 178 patients had failed eus-lams placement. In the first patient, during the procedure, the lams misdeployed distally. The gastric perforation was explored and the lams was noted to have entered the excluded stomach. A fully covered esophageal stent was placed across the tract, however, the patient required surgical intervention. In the second patient, the distal flange of the lams was inadvertently drawn back into the gastric pouch. The patient had an esophageal stent placed across the transgastric tract and the procedure was not completed. In the third patient, the distal flange of the lams was also inadvertently drawn back into the gastric pouch. The lams was removed, and the pouch perforation was closed with an ots clip. According to the article, stent removal was performed in 153 out of 178 patients. Endoscopically complete closure of the fistula was performed with endoscopic suturing. Post stent placement, a total of 28 adverse events was noted. Perforation occurred in 6 patients. Five of these perforations were managed with endoscopic closure including nasogastric tube placement, bowel rest, and intravenous antibiotics. Symptomatic capnoperitoneum occurred in 3 patients, two of these patients required laparoscopic decompression, and one of these patients required percutaneous needle decompression. Lams misdeployment occurred in 9 patients. All patients were managed with placement of a bridging esophageal stent or a second lams, and the procedure was completed. Other adverse events included were procedure-related bleeding which required transfusion in 2 patients. 2 patients experienced delayed migration, 3 patients experienced post-ercp pancreatitis, and 1 patient experienced cholangitis due to ercp. A total of 90 patients who underwent lams removal were tested for persistent fistula after lams placement. 8 weeks post lams removal, 9 of these patients were found to have a persistent fistula. One patient underwent surgery for severe pancreatitis, and five patients underwent endoscopic therapy for persistent fistula. Further good faith effort attempts were made to confirm the location of the devices, but response was not received. ***additional information*** note: it was reported that the axios stent was intended to be placed for an endoscopic ultrasound-directed transgastric ercp (edge) procedure. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture.